Event description:
It was reported that a device under delivered the requirement for volume test

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the device was in good condition; all intact. There was no evidence of the reported problem (error) being recorded in event history log, however, the reported problem was duplicated. The device under delivered the requirement for volume test during the investigation. For corrective action, it was recommended to replace the expulsor assembly. The root cause of the reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Additional event information was received. (Updated b5). The model number was incorrectly documented in the initial report. (Updated d4).

Event description:
Additional information received via email on 03-may-2022: "the events did not occur while in use with the patient." No patient involvement.